Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report an unexplained hypoglycemic episode. Yesterday, the patient was unconscious and had a blood glucose reading of 22 mg/dl. He was transported to the va hospital and was treated with glucagon and IV glucose. He was released on the same day on insulin pump therapy. At the time of the call to animas, the patient¿s blood glucose was 275 mg/dl. He had no symptoms. The subject pump was not available for review. Animas made 3 attempts to reach the patient back for more information but was not successful. This complaint is being reported because the patient had unexplained hypoglycemia and required hcp treatment while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: during investigation, a review of the pump history showed the last basal delivery was on (B)(6) 2013 and the last bolus was recorded on (B)(6) 2013. The black box showed a replace cartridge alarm on (B)(6) 2013 07:52; deliveries resumed at 08:39. The basal and boluses added up appropriately to total the total daily dose and showed the pump was delivering accurately until the last date used. Only typical usage observed in alarm history. The pump successfully passed a delivery accuracy test and was found to be operating within required specification. No alarms occurred during testing. Unrelated to the complaint, evaluation revealed that the display screen was discolored. The screen was able to be safely read. The history settings issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.